Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris and exair mesh. Later the patient experienced incontinence, erosion and placed on medication. An explant of the mesh was performed.